Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The operating currents could not be verified due to the unresponsive buttons. The pump was received with cracked casing at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with button error. The pump then received a blank display. He patient's blood glucose at the time of incident was 50 mg/dl. No treatment or symptoms were mentioned regarding the low blood glucose. Troubleshooting was initiated for the button error alarm. The mother did not recall any significant events leading to the button error issues. The mother then declined troubleshooting for the blank display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.